Event description:
It was reported the customer went to the emergency room (ER) and subsequently hospitalized with an elevated blood glucose (bg) level of 565 mg/dl. The customer alleged that the bolus feature was not working appropriately and contributed to the elevated bg level. Customer attempted to self-treat with a bolus via the pump; however, was treated intravenously with fluids of saline and insulin at the hospital. Customer was released from hospital on (B)(6) 2023 with issue resolved and no permanent damage. During troubleshooting with tandem technical support, the pump was functioning as intended, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.